Event description:
Information was received indicating that this smiths medical cadd legacy plus pump exhibited "no disposable clamp tubing" alarm which was resolved; however, the pump stopped and restarted. It was unknown if air was in line. No patient injury reported.